Event description:
Information provided states that patient had l3-s1 posterior lumbar interbody fusion (plif) surgery on (B)(6) 2020. In was found via x-rays during follow-up visit that two of the locking caps from s1 had become loose. A revision surgery was performed on (B)(6) 2020 to remove and replace the hardware at s1.